Event description:
During a laparoscopic cholecystectomy procedure, a clip was malformed after being fired. The position of the acuclip tip was misplaced which caused a clip to protrude sharply, therefore tearing the artery of a patient. The description of the event indicates that a patient's artery was damaged as a result of the failure, but a different section of the alleged report indicated there was no patient impact due to the result of the failure. The reporter was asked to provide additional information on the case. As of today, no new information has been received.